Manufacturer narrative:
Device passed the self test, active current measurement and displacement test. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed, the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No unexpected failed battery test alarm and pump error 4, during testing. However, insulin pump received with a high sleep current measurement. And found in the device history multiple failed battery test alerts (fault number = failed battery alert(104)) in (B)(6) 2021(date)/07:38:49(time), (B)(6) 2021(date)/08:00:23(time), (B)(6) 2021(date)/08:00:52(time) and pump error 4 (B)(6) 2021(date)/07:45:10(time), (B)(6) 2021(date)/07:46:10(time), (B)(6) 2021(date)/08:06:09(time) ). Device was cut open to perform visual inspection. And found moisture damage electrical board 1, keypad connector, internal battery connector and battery connector, during visual inspection. In conclusion, insulin pump received, with a high sleep current measurement and unexpected failed battery test alarms, pump error 4 alarm in the device history, due to moisture damage electrical board 1. Device had scratched case, cracked keypad overlay, cracked battery tube threads, cracked case (battery tube). The test p-cap locks properly in place in the reservoir compartment noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had pump error. The customer was able to clear an alarm but unable to do rewind. Auto mode feature was unknown. No harm requiring medical intervention was reported. The device will be returned for analysis.